Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "doctor found the clear balloon leakage during pretest prior to use on patient." It was reported there was no patient involvement.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The pressure of the clear cuff and the blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was found that the clear cuff was unable to inflate due to a large cut mark on the cuff. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. It is possible that the failure could be induced during product handling, although this could not be confirmed.

Event description:
Customer complaint alleges "doctor found the clear balloon leakage during pretest prior to use on patient." It was reported there was no patient involvement.